Event description:
It was reported that the pump's alarm volume and vibration were too loud. The customer's blood glucose (bg) level was "low", although a specific value was not given. The customer consumed carbohydrates to address bg level. During troubleshooting it was discovered the pump is functioning as intended.